Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. The missing information was requested but was not available. DHR review: as no lot number was provided, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: analysis could not be performed as no item number is available. Event description: it was reported that patient experienced instability with severe bone resorption. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - this device is intended for treatment. Conclusion summary: it was reported that patient experienced instability with severe bone resorption. It is unknown whether patient was revised. The in vivo time of the device is unknown. The DHR check could not be performed as the lot number was not available. The compatibility check could not be performed as no product information was provided. The investigation results did not identify a non-conformance or a complaint out of box (coob). Neither x-rays, operative notes, office visit notes, nor devices or photos of the implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). Note: the following reports are associated with this event: instability captured under - (B)(4). Infection captured under- (B)(4). Loosening captured under -(B)(4).

Manufacturer narrative:
The case at hand was taken from a journal article; specific healthcare facility information for this event is unknown. The manufacturer did not receive x-rays, or other source documents for review. Device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Device history record (DHR) review could not be performed as identification numbers of the devices involved in the event is unknown. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4). Device evaluated by manufacturer? Remains implanted.

Event description:
It was reported in a journal article that a patient experienced instability with severe bone resorption. Attempts to obtain additional information have been made; however, no more is available.